Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in the patient.

Event description:
It was reported that left ica (internal carotid artery) c4 segment flow diverter implantation was performed on the patient with other relevant history of cerebral infarction, hypertension, hyperlipidemia. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2022, to now (ongoing). Now patient is taking prasugrel 3.75mg/day from (B)(6) 2022 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Manufacturer narrative:
B2 outcomes attributed to ae - updated. B5 executive summary - updated. F10 & h6 health impact code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that two adverse events occurred 'adverse event 1: stenosis in flow diverter stent (stenosis rate: >26~50%), adverse event 2: parent artery stenosis (stenosis rate: 1~25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Because of residual aneurysm/uncompleted occlusion of the target aneurysm after streamline fd placement on 08 mar 2022, reoperation to place two additional streamline fd was performed on 18 oct 2022. After that, reymond class 1 was confirmed by imaging performed in 12 months following-up on 08 dec 2022. The reported ' patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that left ica (internal carotid artery) c4 segment flow diverter implantation was performed on the patient with other relevant history of cerebral infarction, hypertension, hyperlipidemia. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: 1-25%) and parent artery stenosis (stenosis rate: 1-25%). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2022, to now (ongoing). Now patient is taking prasugrel 3.75mg/day from (B)(6) 2022 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available. Additional information received on 10 apr 2023: because of residual aneurysm/uncompleted occlusion of the target aneurysm after subject flow diverter stent placement on (B)(6) 2022, reoperation to place two additional flow diverter stents was performed on (B)(6) 2022. After that, reymond class 1 was confirmed by imaging performed in 12 months following-up on (B)(6) 2022.

Event description:
It was reported that left ica (internal carotid artery) c4 segment flow diverter implantation was performed on the patient with other relevant history of cerebral infarction, hypertension, hyperlipidemia. Post operative follow-up revealed stenosis in subject flow diverter stent (stenosis rate: (B)(4)) and parent artery stenosis (stenosis rate: (B)(4)). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. Aspirin 100mg/day was giving to the patient from (B)(6) 2022, to now (ongoing). Now patient is taking prasugrel 3.75mg/day from (B)(6) 2022 (ongoing). Patient condition and any other medical intervention performed due to this event is unknown. No other information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that those two adverse events occurred 'adverse event 1: stenosis in flow diverter stent (stenosis rate: (B)(4)), adverse event 2: parent artery stenosis (stenosis rate: (B)(4)). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule'. The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.